Manufacturer narrative:
Product analysis #241158823:analysis information (B)(6) 2019 13:23:05 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge. H3: analysis of ins revealed that the ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2019 and the battery was charged to 4.015 volts. On (B)(6) 2019 the battery had depleted to the "lock" mode 3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins was turning off by itself. The patient said the ins is shutting off. She has the ins all charged up. The patient reported it takes her 2-6 hours to charge her ins depending on her activity during the day. The patient said the ins shuts off completely. The patient said she would start hurting and when she gets her recharger out, it shows the ins is fully charged. The patient then has to push the ¿on and off¿ button on the side to get the ins back on. The patient said the ins will be working after she charges and sometime during the day or night the ins will automatically shut off when there is no reason for it to. The patient said when she checks the ins the battery is full. The patient said her doctor told her there was something going on with the ins that was not working right. The doctor told her he would replace the ins with a new device. The patient was redirected to the healthcare provider (hcp) to have the ins checked. It was recommended the patient keep track of when the ins is shutting off. It was subsequently reported by the rep that she spoke with the patient. She reported the patient will charge and then a couple of hours later she notes the ins is off. The rep suspects the patient is turning stimulation off accidentally while charging, as she charges a bit every day. The stimulation does not turn off every day. The patient was educated to use the sync button on the patient programmer if she suspects stimulation off prior to do anything else and noting the lightning bolt. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they called patient services and was walked through steps to turn their unit back on. However, their issue of the ins shutting off has not been resolved. The patient stated that they make sure the lightning bolt is on their programmer, but the ins still shuts off, so they must put their recharger back on to restart the ins. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was replaced because their ins was shutting off intermittently. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was explanted on (B)(6) 2019. No further information was reported.